Event description:
Pain for the patient in a 1989 pca implanted knee (2000 poly). Doctor did a poly swap due to pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as 9mm left pca modular revision insert. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding revision of a duracon pca tibial insert due to patient pain was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device noted wear on the bearing surfaces of the insert. Medical records received and evaluation: a review of medical records could not be performed as none were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review determined no other events have been reported for the manufacturing lot. Conclusions the reported device was returned which confirms the reported revision surgery. Inspection of the returned device noted some wear to the bearing surfaces. Insufficient clinical information was provided to determine if the observed wear was related to the reported pain for which the patient was revised. Without further records detailing the patient's history and the indication (past the reported pain) for revision surgery the root cause and etiology of the reported patient pain can not be determined. If additional information becomes available, this investigation will be reopened.

Event description:
Pain for the patient in a 1989 pca implanted knee (2000 poly). Doctor did a poly swap due to pain.